Manufacturer narrative:
A ge service rep evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.

Event description:
It was reported that the system would not complete boot up. No pt injury was reported.